Event description:
It was reported that the device had a network connectivity issues, and was displaying an 46011 error code. There was no reported patient involvement. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 46011. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective printed wire assembly (pwa) board. The printed wire assembly (pwa) board was replaced. The downstream occlusion (dso) seal was replaced as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.